Event description:
Paramedics responded to a person complaining of shortness of breath and chest pains. The device was connected to the pt and the pt was diagnosed with perfusing ventricular tachycardia. The device was set up to deliver a 100 joule synchronized cardioversion but, according to the reporter, when the charge button was pressed, the device's service light appeared and the device would not charge. Power was cycled to the device that subsequently operated properly and no adverse affects to the pt were reported as a result of the alleged malfunction.